Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in retry mode. The technical support specialist (tss) applied knowledge article retry - insert into purge.purgestatistics, verified data sync logs showing successful upload with no change tracking variance, and confirmed with the customer that dashboard messages were cleared and critical override was removed to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was in retry mode since saturday (B)(6) , 2026. However, there were no delays or adverse events or injuries reported based on this event.